Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the left anterior descending coronary artery. The graftmaster 3.5 x 16 mm covered stent was deployed but failed to seal the perforation. The patient was hemodynamically stable. The perforation was ultimately sealed, however it was not specified how it was sealed. The graftmaster stent did not cause or contribute to complications or adverse events. No additional information was provided.